Manufacturer narrative:
Pending device return and evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of reverse total shoulder due to disassociation of the humeral adapter tray from the primary humeral stem. The torque defining screw backed out of the stem, causing the tray, with liner intact, to disassociate from the stem and float in the joint space.

Event description:
No additional information has been provided on the patient or the event. This is one of threeproducts involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00410, 1038671-2017-00411.

Manufacturer narrative:
The compliant products were received for analysis. The condition of the humeral liner disassociation was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) wear on the inferior edge of the liner appears consistent with articulating with the patient's glenoid bone or glenosphere following the reported adapter tray disassociation. Threads of torque defining screw, the deformed threads of the screw appear consistent with not being fully seated in the humeral adapter tray. The wear on the top portion of the threads appears consistent with articulating with the adapter tray as it became disassociated from the humeral stem. Wear on mating feature of adapter tray appears consistent with articulating with the torque defining screw and humeral stem. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be a design issue. The company is not aware of any other complaints involving parts from any of these manufacturing lots (adapter tray, screw kit, and humeral liner). According to sales data, 1 piece of this 50-piece lot (adapter tray) has not been sold. This implies that the other 48 pieces have been successfully implanted. According to sales data, all pieces of this 28-piece lot (screw kit) have been sold. This implies that the other 27 pieces have been successfully implanted. According to sales data, all pieces of this 36-piece lot (humeral liner) have been sold. This implies that the other 35 pieces have been successfully implanted. A review of the device history record showed that the humeral stem and torque defining screw were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of inadequate seating of the torque screw at the time of initial surgery, which allowed for disassociation of the tray from the stem. It is noted in the labeling that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Device specific risk include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Only qualified surgeons knowledgeable in anatomy, biomechanics, and reconstructive surgery should use these devices. The surgeon must be fully knowledgeable about all aspects of the surgical technique and use these implants in accordance with the respective indications and contraindications. It is essential that the proper surgical technique be used. There is no patient information provided to assess the patient risk/clinical factors, there are no x-rays or surgical notes. This device is used for treatment not diagnosis.